Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. It was reported that the patient underwent a pump exchange from (B)(6) on (B)(6) 2025 due to suspected thrombus and infection. On (B)(6) 2025 while in the operating room the patient developed a cerebral hemorrhage and passed away, following the pump exchange. (B)(6) was returned assembled with the pump cable intact. The modular cable was returned disconnected from the pump cable. The sealed outflow graft was secured to the pump cover outlet port. The outflow graft bend relief was attached at the graft hardware. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces did not reveal any adhered depositions that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The retrieved lvad event log file contained relevant data from 10:13:55 on (B)(6) 2025 through 01:51:27 on (B)(6) 2025. Mean flow ranged from 3.1-3.6 lpm from the onset of the data through 14:17:58 on (B)(6) 2025 and was then captured at 1.6-1.8 lpm between 14:24:22 and 21:08:38 on (B)(6) 2025. Finally, mean flow was captured at 0 lpm at 01:51:27 on (B)(6) 2025. The set speed was observed to have been decreased from 5000 rpm to 3900 rpm. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Incidental findings: the retrieved left ventricular assist device (lvad) event log file captured events indicative of a loss of power to the pump that would have caused the pump to stop. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including stroke, bleeding, and death. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had heart failure symptoms for a month. The patient lactate dehydrogenase (ldh) level had gradually increased from february. The previous day, the patients ldh was about 1000. The facility had a suspicion of pump thrombosis. Log files were sent for review to rule out the possibility of pump thrombosis and check for rotor displacement and noise. The log file captured the power and flow slightly trending upward. No low flow events were seen in the event log file. Otherwise, the event log file captured routine events and there were no notable alarm conditions. Although the recent log file analysis showed no problems with the pump, an ultrasound scan revealed what appeared to be a blood clot. On (B)(6) 2025 the patient underwent a pump replacement due to suspected thrombus. Blood clot-like material was found to be adhering to both the inflow and outflow of blood. On (B)(6) 2025 while in the operating room, the patient developed a cerebral hemorrhage and passed away, following the pump exchange.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
Additional information indicated that the patient's neuropathy was less than 24 hours and that the patient had been on warfarin and aspirin. The cause of neuropathy was related to the equipment and due to complexity of medical management. The relationship with the device was reportedly clearly related.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable intact. The modular cable was returned disconnected from the pump cable. The sealed outflow graft was secured to the pump cover outlet port. The outflow graft bend relief was attached at the graft hardware. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces did not reveal any adhered depositions that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The retrieved lvad event log file contained relevant data from 10:13:55 on (B)(6) 2025 through 01:51:27 on (B)(6) 2025. Mean flow ranged from 3.1-3.6 lpm from the onset of the data through 14:17:58 on (B)(6) 2025 and was then captured at 1.6-1.8 lpm between 14:24:22 and 21:08:38 on (B)(6) 2025. Finally, mean flow was captured at 0 lpm at 01:51:27 on (B)(6) 2025. The set speed was observed to have been decreased from 5000 rpm to 3900 rpm. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Incidental findings: the retrieved left ventricular assist device (lvad) event log file captured events indicative of a loss of power to the pump that would have caused the pump to stop. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including stroke, bleeding, and death. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable intact. The modular cable was returned disconnected from the pump cable. The sealed outflow graft was secured to the pump cover outlet port. The outflow graft bend relief was attached at the graft hardware. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces did not reveal any adhered depositions that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The retrieved lvad event log file contained relevant data from 10:13:55 on (B)(6) 2025 through 01:51:27 on (B)(6) 2025. Mean flow ranged from 3.1-3.6 lpm from the onset of the data through 14:17:58 on (B)(6) 2025 and was then captured at 1.6-1.8 lpm between 14:24:22 and 21:08:38 on (B)(6) 2025. Finally, mean flow was captured at 0 lpm at 01:51:27 on (B)(6) 2025. The set speed was observed to have been decreased from 5000 rpm to 3900 rpm. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Incidental findings: the retrieved left ventricular assist device (lvad) event log file captured events indicative of a loss of power to the pump that would have caused the pump to stop. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including stroke, bleeding, and death. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The causal relationship for the renal dysfunction the device was clearly related as the renal failure was due to inability to maintain flow caused by vegetation in the outflow graft. The patient's maximum creatinine level was 3.00 mg/dl.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2025 the patient experienced neurological dysfunction for greater than 24 hours. The event was an intracranial hemorrhage in the left hemisphere. A CT scan was performed. Clinical symptoms included stroke and coma. The patient had been on heparin and aspirin at the time of the event. The patient passed away on (B)(6) 2025 due to neurological dysfunction and perioperative cerebral hemorrhage. The device was explanted.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.